Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and the customer indicated that they performed a precision study, which recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer's site and performed the following: checked system, replaced valve, and cleaned clogged probe. Siemens observed that the reaction curves for the discordant results had a peak. The cause of the discordant, falsely elevated, gluh_3 results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated glucose hexokinase 3 (gluh_3) results were obtained on two patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s) and the physician(s) questioned the result for sample ID (B)(6). Sample ID (B)(6) was automatically repeated on the same instrument, resulting lower. Sample ID (B)(6) was repeated on an alternate advia 1800 instrument since the discordant result did not match the patient's hemoglobin a1c result, resulting lower. The repeat results were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated gluh_3 results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00376 on (B)(6) 2018. Additional information (B)(6) 2018): siemens further investigated the instrument files and determined that the peak in the reaction curves are indicative of foaming or mixing issues. Siemens determined that the reaction cuvette wash station (wud) operation contributed to the discordant glucose hexokinase results. The wud operation was resolved when the customer service engineer cleaned the clogged probe. The conclusion code in section was updated to reflect the additional information.